Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Hot knees [joint warmth]. Swollen knees [joint swelling]. Aspirate the knees [joint effusion]. Case description: spontaneous report was received on (B)(6), from a physician via sales rep regarding a pt, age, gender and initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection at 6 ml, once in an unspecified location. The lot number of synvisc one was not provided. On an unspecified date, in 2012, the pt developed big, hot swollen knees. It was reported that the physician aspirated the knees and gave a steroid shot to the pt. No analysis was performed and the physician did not think that it was necessary. No action was taken with synvisc one. The outcome for the events of hot knees, swollen knees and "aspirate the knees" was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc one and all the events. This is 1 of 6 cases reported by the same reporter. The total list of cases created by this reporter is (B)(4).